Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device was separated in two sections and kinked. All the outer diameter measurements are within specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab concluded the samples presented evidence of torsion, bending a well as wear reduction at the failure site. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same as patient MDR# 2134265-2013-02441. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The physician advanced a 1.5mm rotablator over a rotawire guidewire. During platforming of the rotablator the rotawire guidewire fractured. This occurred outside of the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same as patient MDR # 2134265-2013-02441. It was reported that during preparation for a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The physician advanced a 1.5mm rotablator over a rotawire guidewire. During plaforming of the rotablator the rotawire guidewire fractured. This occurred outside of the patient. No patient complications were reported and the patient status is fine.